Manufacturer narrative:
(B)(4). Information in section f provided by the manufacturer. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a surgery support on (B)(6) 2016, the first patient, left eye (os) experienced a suction loss during the side cut. Abbott application support manager showed customer the steps to work through a side cut only successfully. It was reported that the procedure was completed as planned.